Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into clinic after receiving a vibratory alert due to non-sustained rv oversensing. Upon review of the egms, the device was undersensing the ventricular pacing events. Programming changes were made. The patient was asymptomatic and will continue to be monitored.